Event description:
Patient underwent a procedure to have device repositioned subpectorally due to patient discomfort from original subcutaneous implant. The device was successfully repositioned and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.